Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that audio alarms were not functioning. The pump was opened and a cracked solder on the piezo was found. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The "up" and "down" buttons are intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.